Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: during investigation, a loss of prime with non-zero force was observed in the black box. Evaluation revealed that the force sensor calibration was out of required specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within required specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/30/2013.